Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer was not working and have requested, a service of the device. During the service of the device, it was noted that the buzzer was not working and the audible alarms could not be heard. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: a preventative maintenance check was carried out on the complaint iw934 cosycot infant warmer by tbs, a fisher & paykel healthcare subcontractor. The unit was electrical safety tested and performance checked as part of the preventative maintenance check. Results: the preventative maintenance check revealed that the control pcb was damaged. It was also noted that the audio alarms could not be heard as the buzzer was faulty. The complaint device is over eight years old. Conclusion: the control pcb and buzzer were replaced and the device was returned to the customer after passing the necessary safety and performance checks. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies tha users should perform safety, performance and functional checks at least once a year.